Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted using a flexnav delivery system during a transcatheter aortic valve implantation. Patient measurements include the valsava diameter of 27mm, annulus circumference of 68.2mm, and ascending aorta diameter of 30mm. The final implant depth of the valve was 5mm. A complete atrioventricular block was noted during the procedure. On (B)(6) 2022, a pacemaker was implanted to treat the left bundle branch block observed after the procedure.

Manufacturer narrative:
An event of a patient having an atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received that the left bundle branch block never occurred. There was a typo and all instances of a left bundle branch block (lbbb) were supposed to be a complete atrioventricular block (cavb). The patient has been discharged.